Event description:
Pt sent email describing a "severe corneal ulcer" occurring in 2008. Pt reports the ulcer occurring "after wearing them (acuvue oasys brand contact lenses) for only a few hours." The pt reports continued loss of visual acuity and "evident ptosis of the affected eye." Attempts to contact the pt have been unsuccessful. Medwatch filed due to seriousness of injury as reported by the pt. If additional info is received, will report within 30 days of receipt.

Manufacturer narrative:
Device labeling single use or reuse.